Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 1 ml juvéderm¿ volift¿ with lidocaine in patient´s lips for "volumizing". After the injection, patient developed edema at the implantation site. Dexamethasone was prescribed before the procedure to avoid edema, but even previously medicated, lips swelled a lot and continued to swell. Patient was given diprospan® injection 2 hours after the procedure and self medicated with fenergan® 50 mg 12 hours after the procedure. Symptoms resolved 2 days later.